Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a continuous ambulatory peritoneal dialysis (capd) disconnect y-set and transfer set; further described as ¿the dark blue part kept turning and would not disconnect from the capd set¿. This was identified during use of the device for peritoneal dialysis therapy. There was no issue when connecting the device. There was no patient injury or medical intervention associated with this event. No additional information is available.